Manufacturer narrative:
The complainant was unable to provide the upn or lot number, or whether the device was a bsc device. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an unknown inflation device was used during an eplbd (endoscopic papillary large balloon dilation) procedure in the bile duct on (B)(6) 2012. According to the complaint, the bile duct was narrow however there was no stricture. During the procedure, the target location was incised with est knife. When the cre balloon was inflated, bleeding started to occur due to a perforation. According to the physician, the inflation device was reading inaccurately and the pressure and inflation speed could not be controlled, causing the bleed. It was confirmed there was no malfunction of the cre balloon. It was reported the bleeding occurred at the bile duct, however the exact location is unknown. The physician attempted to stop the bleeding by applying pressure at the location with the balloon; however the bleeding would not stop. The physician waited about an hour to receive a wallflex biliary stent pc 10 mm x 4 cm. This stent was deployed and bleeding stopped. The patient has been scheduled to remove the wallflex biliary stent in (B)(6) 2013 and a tube stent will be implanted. There will be no more procedure for removing bile duct stones. The patient suffered mild cholangitis due to usage of contrast material, however the patient's condition at the conclusion of the procedure was reported to be ok.